Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to verify failed self-test alarm due to blank display anomaly. Unit had minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test every day. Troubleshooting was not performed. Insulin pump will be returning for analysis.